Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was scratched during implantation as it was going through the cartridge. The surgeon removed the lens from the eye and replaced it with a back up lens. There was no ham to the patient. Additional information was requested.

Manufacturer narrative:
The cartridge and the lens were not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A video was provided. The cataract removal was shown. The lens loading and cartridge preparation were not shown. The cartridge tip comes into view as it is inserted into the incision. The lens is visible already advanced to the parting line. Both haptics are tucked into optic fold. The plunger is at the trailing optic edge. The lens is advanced into the eye. As the lens unfolds and is adjusted, scratches can be observed on the anterior surface. The wound is widened. The lens is cut into two pieces and removed. A second lens was implanted with a cartridge with no issues observed. The root cause for the reported scratch cannot be determined. The cartridge and the lens were not returned for evaluation. Based on review of the provided video the lens was scratched. The scratch is on the anterior surface, which would preclude it being cause by the cartridge. If the cartridge is loaded per the dfu the anterior surface would not be in contact with the interior of the cartridge. The lens loading was not shown. The scratches are in a small area and are parallel similar to damage that can be cause by an instrument used to grasp the lens. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon indicated to the sales person that at times he would use the tip of either the ovd cannula or the needle of an antibiotic injection to situate the lens in the capsular bag. There is no indication that he did this in this case, but he did speculate that these actions could have caused the scratch.